Event description:
It was reported that during prophylactic generator replacement the surgeon identified a break in the lead after opening the pocket. It was reported that device diagnostics prior to the surgery were within normal limits. The surgeon did not perform diagnostics again after observing the break and opted to replace the lead. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the generator was completed on 11/03/2015. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead was completed on 11/10/2015. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. During the visual analysis the majority of the returned lead assembly appeared to be twisted and knotted together. These findings are consistent with patient manipulation/rotation of the device while it was implanted. During the visual analysis the connector pin and connector ring quadfilar coils appeared to be broken approximately 297mm (connector ring) and 298mm (connector pin) from the end of the connector boot. Scanning electron microscopy was performed on the connector ring quadfilar coil break (found at 297mm) and identified the area as being mechanically damaged (smooth surfaces) which prevented identification of the coil fracture type with fine pitting. Pitting was observed on the coil surface. Scanning electron microscopy was performed on the connector pin quadfilar coil break (found at 298mm) and identified the area at having evidence of a stress induced fracture (rotational forces) which most likely completed the fracture, mechanical damage and no pitting. Flat-spots, fine pitting and secondary break lines were observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The abraded openings (and torn areas) found on the outer and inner silicone tubes, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer and inner silicone tubes. With the exception of the observed discontinuity the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.